Event description:
It was reported that the subject device had not working properly, insufflation slow, and flow is not going beyond 10 liters/min. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the failure of the pressure control component caused the air supply to become uncontrollable. In addition, the following reportable malfunctions were identified during the device evaluation: co2 gas leak, connector deformation due to corrosion, circuit board corrosion, and suction (pinch) valve crack. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.